Event description:
Boston scientific received clarification regarding this event. The inappropriate shock was not caused by the lv lead dislodgement as originally reported. The clinical study coordinator confirmed the inappropriate shock was due to the patient's rapidly conducted atrial fibrillation (af). No changes were made to the implanted device due to the inappropriate shock. The device and the repositioned lv lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead received an inappropriate shock from the implantable cardioverter defibrillator (ICD). The suspected cause of the inappropriate shock was a dislodgement of the lv lead. A revision procedure was performed and the lv lead was repositioned. No additional adverse patient effects were reported.